Event description:
It was reported during a procedure at the user facility that the device would heat up during use. The procedure was completed successfully without a clinically significant delay. No adverse consequences were associated with this event.